Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate control high readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that on (B)(6) 2012 at 10:00am, she obtained the alleged high control solution reading of "157mg/dl" and the control solution range on the vial of test strips was "107-143mg/dl." The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. One and half hours after the alleged issue began, the patient claimed to have developed symptoms of "being sweaty and of having dry mouth" but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient was using off brand control solution. Replacement products have been sent to the patient. Although the patient did not receive any treatment after the alleged issue occurred, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on march 20, 2012 with the following findings: the meter has passed testing with no faults found. The patient returned the subject test strips. However, no product analysis is required since the patient information clearly states misuse of product, or an off label use of product contrary to instructions for use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k061118.